Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging the meter read inaccurately high (5 to 10 numbers different) compared to another meter (5 to 10 numbers different). Based upon the exact results (and units) being unknown, it cannot be determined whether the results fall within lifescan's accuracy criteria. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.